Manufacturer narrative:
Concomitant medical product: c6tr01 crt-p, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Additional information reported the left ventricular (lv) lead exhibited high thresholds. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.